Event description:
The customer used the device to check their blood glucose and obtained a result of 546 mg/dl. They dosed 9 units of 70/30 insulin. They had a seizure and their family member called 911. When the emts arrived they checked their glucose on their equipment and the level was 15 mg/dl. They were treated with an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.